Manufacturer narrative:
The defective exch pcb, exec processor board ("board") was returned to getinge national repair center (nrc) for failure investigation. A getinge technician completed an initial investigation per procedure and no visual damage was observed. The nrc installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure, as well as the cardiosave service manual. The nrc opened the fault log in diagnostics and verified the error codes 78, 112 and 116. The nrc then performed testing on the board and all tests passed. The nrc confirmed the fault codes. The nrc will be sending the board to the supplier for failure analysis per procedure. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9(return to manufacture date), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component code, investigation conclusion), h10. Additional information: e1(event site telephone: (B)(4).

Event description:
It was reported that during transport, the cardiosave intra-aortic balloon pump (iabp) shut down. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit, but was unable to reproduce the reported issue. However, the fse confirmed error codes #78, 111, 112, 113 116 & 118 in the fault logs. The fse resolved the issue by replacing the executive processor. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. (B)(6).